Manufacturer narrative:
Device received in a critical alarm pump error 24 notification screen loop at boot up due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test or verify frozen display, pump error 40 alarm or critical pump error (open book image) alarm due to pump error 24 alarm loop.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm and also had multiple pump error alarm. Customer stated that the insulin pump screen did not turn off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.